Event description:
The customer reported intermittently obtaining erratic analytes results, for multiple patients, on separate days, involving coulter act 5diff autoloader (al). The customer stated the issue only occurred in al mode and does not use the manual mode routinely. Patient samples are received from various sites. Some samples are collected the same day and some are from the night before. The customer stated all patient samples are refrigerated and transported in a cooler to the laboratory. The samples are allowed to reach room temperature and put on a rotator prior to analysis and stated samples are mixed thoroughly. The customer also reported witnessing fluid on top of stoppers. The customer had on personal protective equipment (ppe) consisting of gloves, a laboratory coat, and prescription glasses during the event. There was no exposure to open lesions or mucus membranes, and there was no operator consequence. The erroneous analytes results were not released out of the laboratory and patient consequence was not impacted. This is report two of four referencing event date (B)(6) 2012. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) rebuilt the aspiration circuit and replaced the aspiration probe to resolve the fluid leak issue. The fse did not witness fluid on the tubes or erratic results upon arrival. The instrument conformed to the manufacturer's published performance specifications. Samples were drawn in ethylenediaminetetraacetic acid (edta) tubes and analyzed on the same or the following day and refrigerated at 2-8 celsius. Previously-analyzed patient samples were not retested to confirm results accuracy to the last acceptable quality control. Quality control (qc) performed within specifications with respect to controls and reproducibility. Controls were analyzed prior to and after the event and recovered within the assay's acceptable range. All related medwatch reports associated with this event: 1061932-2012-02281, 1061932-2012-02282, 1061932-2012-02283, 1061932-2012-02284.